Event description:
It was reported that 1. The 68-year-old patient with lung cancer had a PICC catheter inserted from the right brachial vein in the hospital's PICC clinic on (B)(6) 2019. 4 cm of the catheter was exposed outside while 41cm was in vivo, located at the t7 vertebral body. 2. The patient gave up treatment due to the spread of cancer and requested for withdrawal of the catheter. 3. Specialist nurse performed the removal in the morning of (B)(6) 2019. 4. Nurse described the process as follows: after the disinfection was completed, when preparing to pull out the catheter little by little, she felt that a traction force in the blood vessel restricted the action of the extubation. When slight forces were applied, the catheter was fractured, and a tourniquet was immediately applied above the puncture site in order to prevent the catheter from sliding into the proximal end of the heart. X-ray examination was arranged immediately for the patient to locate the remaining catheter, and the vascular ultrasound examination was performed to check thrombosis; the vascular ultrasonography showed thrombosis in the right subclavian vein, and the x-ray showed that the fractured catheter was still in the arm segment; after confirming the position of the catheter remaining in the body, interventional surgeon was requested for invasive surgery. Blood was drawn for blood routine examination and coagulation indicators, and the test results met the requirements, and the invasive surgery was scheduled in the afternoon. It was very lucky to take the fractured catheter remained in the body successfully at one time. The patient was in good condition throughout the procedure without any discomfort. 5. On the evening of (B)(6) 2019, the patient was placed in the hospital for observation after the invasive surgery. After the check in the morning of april 12 showed that the patient was safe and sound, the patient was discharged from the hospital smoothly. 6. The remaining catheter removed under the dsa was kept in the hospital for archive, and the other part of the catheter can be recycled for complaint handling.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the cause was not determined. The product returned for evaluation was four photographs depicting a 4fr s/l groshong catheter. Usage residues were observed throughout the depicted catheter. The catheter exhibited a complete break several centimeters distal of the connector. The first photograph showed the distal fragment of the catheter and the distal section of a snare. The second photograph depicted the proximal catheter fragment, including the assembled connector. The third photograph depicted the distal catheter fragment grasped by the snare. The fourth photograph depicted the catheter break site. The fracture features were not discernible. While a break in the catheter was evident in the submitted photographs, inspection of those photographs was insufficient to identify the root cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1603 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 1. The (B)(6) patient with lung cancer had a PICC catheter inserted from the right brachial vein in the hospital's PICC clinic on (B)(6) 2019. 4 cm of the catheter was exposed outside while 41cm was in vivo, located at the t7 vertebral body. The patient gave up treatment due to the spread of cancer and requested for withdrawal of the catheter. Specialist nurse performed the removal in the morning of (B)(6) 2019. Nurse described the process as follows: after the disinfection was completed, when preparing to pull out the catheter little by little, she felt that a traction force in the blood vessel restricted the action of the extubation. When slight forces were applied, the catheter was fractured, and a touniquet was immediately applied above the puncture site in order to prevent the catheter from sliding into the proximal end of the heart. X-ray examination was arranged immediately for the patient to locate the remaining catheter, and the vascular ultrasound examination was performed to check thrmbosis; the vascular ultrasonography showed thrombosis in the right subclavian vein, and the x-ray showed that the fractured catheter was still in the arm segment; after confirming the position of the catheter remaining in the body, interventional surgeon was requested for invasive surgery. Blood was drawn for blood routine examination and coagulation indicators, and the test results met the requirements, and the invasive surgery was scheduled in the afternoon. It was very lucky to take the fractured catheter remained in the body successfully at one time. The patient was in good condition throughout the procedure without any discomfort. On the evening of (B)(6) 2019, the patient was placed in the hospital for observation after the invasive surgery. After the check in the morning of (B)(6) showed that the patient was safe and sound, the patient was discharged from the hospital smoothly. The remaining catheter removed under the dsa was kept in the hospital for archive, and the other part of the catheter can be recycled for complaint handling.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The catheter terminated 7.6cm from the connector. The distal end appeared irregular. The distal catheter segment including the valve and tungsten tip was not returned for evaluation. Microscopic inspection of the sample revealed a granular fracture surface. The break exhibited a tapered profile. Material abrasion was observed in the vicinity of the break. Tactile inspection of the sample revealed severe and abundant tensile weakness in the vicinity of the break. The tensile weakness, elliptical cross-section and granular fracture surface were consistent with material failure under tensile (pulling) stress. The surface abrasion and irregular fracture profile suggested that device manipulation with an instrument(s) likely also contributed to the break.

Event description:
It was reported that 1. The 68-year-old patient with lung cancer had a PICC catheter inserted from the right brachial vein in the hospital's PICC clinic on (B)(6) 2019. 4 cm of the catheter was exposed outside while 41cm was in vivo, located at the t7 vertebral body. 2. The patient gave up treatment due to the spread of cancer and requested for withdrawal of the catheter. 3. Specialist nurse performed the removal in the morning of (B)(6) 2019. 4. Nurse described the process as follows: after the disinfection was completed, when preparing to pull out the catheter little by little, she felt that a traction force in the blood vessel restricted the action of the extubation. When slight forces were applied, the catheter was fractured, and a tourniquet was immediately applied above the puncture site in order to prevent the catheter from sliding into the proximal end of the heart. X-ray examination was arranged immediately for the patient to locate the remaining catheter, and the vascular ultrasound examination was performed to check thrombosis; the vascular ultrasonography showed thrombosis in the right subclavian vein, and the x-ray showed that the fractured catheter was still in the arm segment; after confirming the position of the catheter remaining in the body, interventional interventional surgeon was requested for invasive surgery. Blood was drawn for blood routine examination and coagulation indicators, and the test results met the requirements, and the invasive surgery was scheduled in the afternoon. It was very lucky to take the fractured catheter remained in the body successfully at one time. The patient was in good condition throughout the procedure without any discomfort. 5. On the evening of (B)(6) 2019, the patient was placed in the hospital for observation after the invasive surgery. After the check in the morning of april 12 showed that the patient was safe and sound, the patient was discharged from the hospital smoothly. 6. The remaining catheter removed under the dsa was kept in the hospital for archive, and the other part of the catheter can be recycled for complaint handling.